Event description:
During routine inspection, physio-control representative found that the device failed to completely charge to higher energy settings. There was no patient involvement with the reported issue.

Manufacturer narrative:
The root cause of the malfunction was determined to be failure of the high voltage capacitor. The device has been scrapped and removed from service.